Manufacturer narrative:
This report is being filed by arjohuntleigh polska sp. Z o.o. (Registration#: (B)(4)). On (B)(6) 2019 arjo representative visited (B)(6) hospital (B)(6) located in the us. The representative overheard a conversation about a fall risk patient falling to the ground when exiting the arjo enterprise 9000x bed. The patient got out of the bed in early morning and fell to the ground hitting his head. The nurse station alarm was not plugged into the wall when the incident occurred. The quality director of the hospital stated that no information regarding involved patient could be released as it was deemed privileged to the hospital only. He ensured, however, that the event was not caused by the enterprise 9000x bed. The enterprise 9000x bed and arjo atmosair9000 mattress was inspected and no fault or damages were found. Only the low hanging battery wire (which would activate anti-entrapment system - aes) was secured to the bed frame. This, however, is not related to the investigated case. With the limited information provided, the circumstances of the event could not be clearly determined. The product instructions for use (#746.591-en-12 dated on dec 2018) contains all crucial information and warnings which should be followed to ensure patient safety: "to reduce the risk of injury due to falls, lower the bed to minimum height when the patient is unattended". "To ensure the patient can use the bed safely, their age and condition should be assessed by a clinically qualified person." If the recommendations mentioned above are followed up by the end user, the risk of any hazardous situation is minimized. In the light of the information gathered through the device evaluation and communication with the facility staff, the cause of the event cannot be confirmed. It should be pointed out that no malfunction within the bed or mattress was detected after the event, the customer confirmed the arjo bed did not cause or contribute to the patient's fall. In conclusion, the enterprise 9000x bed was being used for patient care at the time of the event. There was no product malfunction and from that perspective, it can be assumed that at the time of the patient's fall, the bed was working up to manufacturer's specification. The complaint decided to be reportable due to the information of patient's fall.

Event description:
While visiting (B)(6) hospital (B)(6) in the us, an arjo representative overheard a conversation about a fall risk patient, which fell to the ground when exiting the arjo enterprise 9000x bed.